Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button depression and with insertion of strips. Controlled solution testing was performed, and all results were within range specification. The meter does not shut off after a sample was applied. The meter functions are normal. No malfunction or product deficiency was identified. No further investigation required.

Event description:
Customer reported not being able to obtain a blood glucose result using the adc meter due to the meter shutting off after a blood sample was applied. Customer further reported that on (B)(6) 2019 around 11:00 p.m, he was attempting to sleep when he experienced symptoms described as "couldn't breathe, heart was beating really fast", and feeling lightheaded. Customer self-treated with albuterol and called paramedics who transported him to a local hospital where a glucose result of 700 mg/dl was obtained. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion, and was released from the hospital after 6 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported not being able to obtain a blood glucose result using the adc meter due to the meter shutting off after a blood sample was applied. Customer further reported that on (B)(6) 2019 around 11:00 p.m, he was attempting to sleep when he experienced symptoms described as "couldn't breathe, heart was beating really fast", and feeling lightheaded. Customer self-treated with albuterol and called paramedics who transported him to a local hospital where a glucose result of 700 mg/dl was obtained. Customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion, and was released from the hospital after 6 hours. There was no report of death or permanent injury associated with this event.